Manufacturer narrative:
Device model= similar to us model 2800.

Event description:
Model and serial were found through evaluation.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets, commissure 1 bent, and wireform distortion around leaflets 1 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had three tears of 4mm near commissure 1, 2.5mm non-transmural tear near commissure 1, and a 3mm tear in the cusp region. Leaflet 3 had three non-transmural tears of 3mm near commissure 3, and two in the cusp region of 3mm and 4mm. Calcification was evident near all the tears. Hematoma was observed on leaflets 1 and 2 at the outflow aspect. Incidental findings: the sewing ring had been cut around the valve, and the wireform was exposed near leaflet 3 at the outflow aspect, and near leaflets 1 and 3 at the inflow aspect. The reported valve degeneration was confirmed as secondary to calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood.

Event description:
The device was returned to manufacturer for evaluation.

Manufacturer narrative:
Attempts to obtain additional information and device were unsuccessful. Without additional information or device the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an 29mm aortic bioprosthetic valve that was explanted after an implant duration of approximately 15 years due to unknown reasons. No additional information has been provided.